Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal stent was implanted to treat a malignant mid esophageal stricture during esophageal stent deployment procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement . During the procedure, the ultraflex esophageal was fully deployed. The patient was kept for observation and 24 hours after the placement procedure the stent still had not fully expanded. The stent was removed from the patient on (B)(6) 2016 using a rat tooth forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.